Manufacturer narrative:
(B)(4). A followup report will be submitted once the investigation is completed.

Event description:
The customer reported to philips healthcare that the display screen on the heartstart mrx was shattered. There was no patient involvement.